Event description:
Two-level m6-c patient reportedly experienced bone quality failure and could not sustain the m6-c implant at c5-c6 level. The device was explanted and replaced with plating system. The condition of the device at the time of removal is unknown.

Manufacturer narrative:
Additional information has been requested. A review of the lot history records for this device did not reveal any nonconformances to specification or deviations in processes. The risk management files were reviewed and no new risks were identified.